Manufacturer narrative:
Patient information now provided.

Manufacturer narrative:
A medtronic representative replaced the navigation system computer. Issue resolved. System performed as intended. On (B)(6) 2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. On (B)(6) 2016 a medtronic representative, following-up at the site, reported that the patient was under anesthesia in the anesthesia area, not in the operating room (or) at that time. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative reported that while in a spinal fusion procedure, the imaging system 3d scan did not start. The site attempted to re-boot the imaging system three times, however, the issue was not resolved. Without explanation, the site successfully performed a final scan. The imaging system and the navigation system could not be used as the spine & trauma software 2.1.0 software could not be properly launched. Although the patient was under anesthesia, no incision had been made. The surgeon opted to abandon the procedure and re-schedule. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation was unable to determine probable cause without further information. However it is suspected there was a hardware issue as the logs indicate two e-stop failures that were cleared with a restart. The medtronic representative opted not to replace any components at the time of the issue and opted to monitor the system for recurrence.